Event description:
Emergency medical technicians were called to a 74 year old male. The pt was diagnosed in cardiac arrest. Cardiopulmonary resuscitation had been performed for approx 20 minutes prior to their arrival. When the medics attempted to use the defibrillator, they allegedly found that the electrodes would not fit the defibrillation cable connectors and they were unable to use the device. An ambulance arrived shortly after and paramedics took over treatment of the pt. The paramedics used their defibrillator to administer 2 shocks. The pt was not resuscitated. The reporter indicated the alleged problem did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.